Manufacturer narrative:
The catheter was returned for analysis. No device defects were noted upon visual inspection. The device history record was reviewed and confirmed that all manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. The root cause of the event is likely due to the pt's anatomy.

Event description:
It was reported that a false passage was created while the physician was attempting to insert a ctc advance 3.0-5.0 catheter into a pt during a transurethral microwave treatment (tumt) procedure. The physician attempted to insert the catheter after performing a transrectal ultrasound (trus) but was unsuccessful. The physician then performed a cystoscopy and confirmed that a false passage had been created. The pt was seen by the physician on (B)(6) 2011. The false passage has healed and the pt is doing well.